Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high priority alarm condition. There was no harm or injury reported. The data wipe was unable to be successfully completed. No evaluation was performed. The customer requested the device be returned without being repaired. No conclusion was determined.